Manufacturer narrative:
H10. Additional manufacturer narrative: the device was returned for evaluation and the customer complaint that "a crack was observed around the connector" of the ez glide cannula was confirmed. As received, a crack approximately 1.5 cm long was observed on the cut-off connector. No other visual damage, contamination, or other abnormalities were found to the device. An engineering task has been opened and a manufacturing, supplier, design, IFU, and labeling defect were not confirmed. The trend was reviewed and found to be in control. The root cause cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further actions are required at this time. H11. Corrected data: e1 and e3.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
As reported before use, a white line likely due to a crack was found around the connector of the ez glide aortic cannula. Another ez glide cannula was used instead, there were no patient complications. The potential for injury is not remote. The device was returned for evaluation. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that the white line likely due to crack was observed around the connector of the ez glide cannula before use. The surgeon cut the white line/cracked section of the cannula and was considering connecting the ez glide to the tubing of the cpb. However, he decided to use another ez glide cannula instead for patient safety. The cannula was stored flat on the shelf of the hospital. The cannula was not used and there were no patient complications reported.